Event description:
It was reported that cartridge alarm 20 occurred and that similar cartridge alarms had been experienced previously with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy while technical support arranged shipment of replacement pump, confirmed shipping address, instructed customer to place existing pump in storage mode and return it within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.